Event description:
Customer called lfs in 2002 alleging that meter would not power off. No symptoms or treatments were reported. No serious injury or adverse event occurred. Issue was not resolved. Ccr replaced meter. No further information was reported.